Event description:
Due to painful IV the device was removed from an adult pt and the catheter was missing. The insertion site was the underside of the forearm. The catheter segment was located at the insertion site. X-ray performed to confirm exact location and catheter was removed surgically with no further complications.